Event description:
Customer reported the buttons on the insulin pump was not working right and not responding correctly. Customer's blood glucose was 272 mg/dl, treated with syringe. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad trace. The insulin pump has minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window, broken battery tube threads and cracked pump belt clip slot.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.